Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-19033. It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.